Manufacturer narrative:
The insulin pump was received with blank display due to corroded lcd and motherboard. No moisture damage on keypad traces or motor noted. The insulin pump had a cracked case at display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got wet and the lcd display screen is black before and after a battery change. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.